Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer's blood glucose level. There was no specific customer outcome or actions taken as cts was unable to get further information due to the customer being unavailable on the phone, and follow-up attempts included leaving a voicemail and sending an email. Cts planned to close the case.